Event description:
Spontaneous. Patient reported they were awoken (date unknown) by pump alarming with the 'no disposable' error. Error occurred with both active pump and backup pump, and was resolved by changing to a new cassette. Defective cassette lot number unknown. Patient did not report any obvious damage to the cassette. When asked, the patient stated the bladder did appear to be protruding from the shell more than usual. Patient attempted to gently return the bladder to its standard position but the error did not resolve. This incident has not happened within the past 6 months. This patient has not reported a pump malfunction within the past 6 months. Pump return tracking information is not available. Photographs were not provided. This is continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional info, details or dates are available at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Unknown. Did we [MFR] replace the cassette? No. Did the patient have additional cassettes they were able to switch to? Yes, if yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved, resolved? Yes, ongoing? No. Reported to cvs/caremark by: patient/caregiver.